Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a thr, one (1) polarstem modular head for (B)(4)fractured off. None of the pieces fell into the patient. The procedure was resumed, without any delay, using the same device. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement, one (1) polarstem modular head for 21000662 fractured off. None of the pieces fell into the patient. Patient was not harmed as a consequence of this problem. The complaint device has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that the distal section of the device is fractured and the fragment was not returned. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 10 additional similar complaints reported for the same batch, and 47 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Considering the performed visual inspection, it is suspected that the mentioned device failure arose from a ¿wear and tear" issue. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.